Manufacturer narrative:
(B)(4)

Event description:
The customer stated the power cord shorted out. It was stated that the power adapter plugin had worked itself loose. It was further stated that snapping it back together caused a spark and caused the cord to be partially burned. It was determined that the base worked fine with another power cord. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The suspect product was not returned.